Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon observed the permanent cautery hook (pch) instrument was not conducting energy adequately while activating the pedal. The surgeon decided to continue the surgery by substituting the pch instrument with a monopolar curved scissors instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis. It was noted that fa replicated and confirmed the customer reported complaint. The permanent cautery hook (pch) was installed on an in-house system and driven to test the energy delivery; however, the instrument exhibited unintuitive motion. During a visual inspection, the pch instrument was found to have a derailed yaw cable from its normal position, with a dislodged crimp, causing unintuitive motion. The yaw cable was not broken. A backend visual inspection found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the yaw cable to derail.